Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of hospitalization for low blood glucose of 28mg/dl. Nurse indicated that pump did not alarm threshold suspend. The nurse indicated that they will tell the customer to call to further troubleshoot. No further details given.